Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was at school and experienced vomiting, weakness, dry lips, was ill, and was tired. The patient was brought home and took nap. When symptoms did not subside, the patient was brought to the hospital by the parent. When a fingerstick was taken the cgm was reading low, and the blood glucose reading was 33.0 mmol/l. The patient received treatment with insulin (route unknown) and was given an unspecified anti-sickness medication for the vomiting (most likely prescription only). The patient was admitted for a total of 4 days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.